Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2012-00413. On or about (B)(6) 2011 the pt had an ams elevate graft implanted to treat the pt's pelvic organ prolapse. It was reported that as a result the pt has experienced, "mental and physical pain and suffering, has sustained permanent injury, undergone corrective surgery."